Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.5 x 12 absorb scaffold is filed under a separate medwatch report number.

Event description:
It was reported that the procedure in (B)(6) 2014 was to treat lesions in the proximal and distal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. A 2.5 x 12 mm absorb scaffold was implanted in the distal lad and a 3.0 x 18 mm absorb scaffold was implanted in the proximal lad. The patient returned on (B)(6) 2017 with restenosis in both scaffolds. A 2.5 x 15 mm trek was used to pre-dilate the distal scaffold and a 2.5 x 18 mm xience xpedition was implanted. An attempt was made to treat the proximal scaffold with a 3.5 x 12 mm xience xpedition, but it was unable to cross. A 3.0 x 23 mm xience xpedition was able to cross and was implanted successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.